Event description:
Following a middle compartment prolapse repair procedure using an uphold lite vaginal support system, the patient experienced an infection of unclear origin. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Altman d. Et al; nordic transvaginal mesh group. Anterior colporrhaphy versus transvaginal mesh for pelvic-organ prolapse. N engl j med. 2011;364(19):1826-36.